Event description:
It was reported that the arctic sun device had been repeatedly marking low flow during the last procedure. Per review of wo on 09mar2023, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed; however the root cause could not be isolated. A potential root cause could be due to inadequate maintenance. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to sterile or distilled water." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had been repeatedly marking low flow during the last procedure. Per review of wo on 09mar2023, there was no patient involvement.